Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook gunther tulip filter on (B)(6) 2010". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. Patient alleges tilt, perforation strut, post implant deep vein thrombosis, pulmonary embolism, post implant thrombosis, filter stenosis, stents, lifelong blood thinning medications. Patient further stated lifelong pain issues, never regained non-painful movements, inability to walk long distances, lifelong dependency on blood thinners, nerves of right leg are numb to the touch and feel as though on fire at times during day/night, depression. Per venogram, (B)(6) 2015: the left common femoral vein is chronically thrombosed. There is chronic occlusion of the lower ivc at the level of the filter down. The ivc above the filter is widely patent" per venogram, (B)(6) 2015:" chronic ivc occlusion secondary too gunther tulip filter placement. There is chronic occlusion of the lower ivc at the level of the filter down. The ivc above the filter is widely patent." Per CT, (B)(6) 2015:" there is a gunther tulip located within the low ivc. Moderate right-sided filter tilt is identified. The anterior two primary structures demonstrate mild caval wall penetration ad are located within the surrounding pericaval fat. The ivc is markedly stenotic at the level of the filter placement compatible with chronic thrombosis and occlusion.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). (B)(4). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed